Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. No changes are planned for the system. No adverse patient effects were reported.

Event description:
Subsequent information was received that a commanded shock was delivered to test the integrity of the system. The shock impedance measurement remained high and out of range. Boston scientific technical services (ts) recommended continued monitoring as long as there was no noise observed. It was confirmed there was no noise on the shock or pace channel. No adverse patient effects were reported.